Event description:
It was reported by the manufacturer sales rep that during use in a procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.